Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for lumbar radiculopathy. It was reported that there was a change in therapy and the cause was unknown. The patients previous system was explanted and replaced after they had massage therapy at the chiropractor. The chiropractor popped the middle of their back and the stimulation only went straight to the legs after that happened. They were not able to reprogram therapy to obtain effective coverage. This had occurred in october or (B)(6) of 2014. The system was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.